Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter would not turn properly during the procedure. The product was replaced and procedure completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
The finished goods lot was manufactured with two component probe lots. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. All probes are (B)(4) visually inspected and tested for actuation, aspiration, and cut during manufacturing. A sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).